Manufacturer narrative:
The pump passed the operating currents, unexpected restart, and displacement tests but alarmed motion sensor test failure during the rewind due to an out of phase motor encoder signal. Unable to perform the occlusion, prime and excessive no delivery alarm test due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was 240 mg/dl at the time of incident. Troubleshooting found that the pump reset itself to factory settings and the displacement test failed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.